Event description:
Legal claim alleges patient bas been revised. Update litigation alleged the asr hip was explanted due to pain, weakness, difficulty ambulating, disfigurement, physical impairment and aggravation of a pre-existing condition. There is no new information that changes the outcome of this investigation.

Manufacturer narrative:
Two explant dates were provided to the manufacturer: (B)(6) 2008. It is unclear which components were explanted on either date. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update rec'd 7/25/2013- ppd and medical records received. A correct dor was provided. After review of the medical records the patient had all implants removed on (B)(6) 2008 for infection and prostalac placed. Only the first page of the operative note was included and mentioned a trochanteric fracture, but at this time is it is unknown the cause of the fracture. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports of infection against the reporteed product/lot code combinations. Additionally, research using the as400 system indicates that several pieces from the reported lots have been delivered, and, as no additional reports of infection have been received, can be reasonably assumed implanted without issue. The patient was primarily implanted with depuy devices in april 2007 and revised for infection in february 2008. It is not likely or reasonable to conclude the depuy devices contributed to the patients reported infection more than 9 months post primary implantation. The investigation can draw no conclusions with the information provided. The asr platform has been voluntarily recalled from the market and no further investigation shall be done. Based on the inability to determine root cause, the need for further corrective action has not been indicated.